Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d implanted: (B)(6) 2019; 419688 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional undersensed beats on some stored episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.